Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique prior to a fenestrated endovascular aortic repair (fevar) interventional procedure with a 20f sheath. Reportedly, the prostyle was inserted and step 1 was performed without issue. However, during step 2 (pushing the plunger down) a weird snapping noise was noted unlike the usual click. The device was continued to be used despite the weird snapping noise. During step 3, when the plunger was removed, a cuff miss [suture retrieval issue] occurred. However, it was noted that the device couldn't be removed over the wire after performing steps 3 and 4. On fluoroscopy about 10 cm of the distal end (sheath) of the device had come off and was sited in the right aortoiliac arterial segment. To retrieve the separated portion, a surgical cut-down intervention was performed with difficulty but was managed to retrieve the separated portion with additional assistance of a snare catheter. During removal of the device it was noted that the footplate was open/up and had perforated the external iliac. Surgical intervention was performed to treat the perforation and ultimately achieve hemostasis. There was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of perforation is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information received, the investigation determined that the reported sheath/ guide separation, difficulty closing the foot, device entrapment, needle to cuff miss and noise appears to be related to operational context. Torsional manipulation applied during device placement attempt due to interaction with the calcification likely contributed to the reported guide separation, consistent with the reported ¿during step 2 (pushing the plunger down) a weird snapping noise was noted unlike the usual click¿. Separation of the guide will compromise needle trajectory thus contributing to the reported needle to cuff miss such that the foot pockets/ cuffs would no longer be in the path of the needles. Additionally, separation of the guide would compromise the foot functionality which is consistent with the observed lever in a closed position and the foot was deployed. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated.